Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. But was returned to olympus australia & new zealand (oaz) for evaluation. Oaz inspected the device and confirmed the following: the reported phenomenon that the endoscopic image was severely distorted and frozen when using the device with the olympus 180 series endoscopes was reproduced. The endoscope image was flickering when the video connector was moved. The video connector socket was damaged but could be connected. This failure may have been caused by excessive stress on the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that the reported event was caused by the following; more than 4 years have passed since the device was manufactured, and when the device was used frequently, the video connector could not be maintained due to deterioration and wear of the locking mechanism. More than 4 years have passed since the device was manufactured, and when the device was used frequently, the video connector pins were bent due to wear and deterioration, resulting in contact failure. Connecting a video connector with a chipped tip to the device caused the video connector pin to bend, resulting in contact failure. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was severely distorted and frozen when using the device with the olympus 180 series endoscopes. And the contact pin inside the video connector socket and the lock lever were damaged. There was no report of patient injury associated with the event.